Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The reporter phone number is (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h6-component code should have been "3079-patient lead" instead of "4755 - part/component/sub-assembly term not applicable" in the previous report.